Event description:
A report was received the patient was experiencing a stabbing pain with the stimulation on and off on the left side. X-rays confirmed that the leads were in place and impedances were fine. The physician believes the pain is being caused by the patient being too active and is not device related. The patient was given a nerve block by the physician and the pain was relieved but when the stimulation was turned on, the pain came back. The patient is going to be scheduled for a CT scan.